Manufacturer narrative:
(B)(4). D10: unknown dvr plate cat#ni lot#ni, unknown screw cat#ni lot#ni, unknown screw cat#ni lot#ni, unknown screw cat#ni lot#ni, unknown screw cat#ni lot#ni, unknown screw cat#ni lot#ni, unknown screw cat#ni lot#ni, unknown screw cat#ni lot#ni. G2: foreign: turkey. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial radiographs 1 year postop demonstrating anatomic alignment of bilateral distal radial orif. Subsequent images up through 8 years post op demonstrate no hardware complication or interval change. Implant fit and alignment are maintained on all images. There is osteopenia, unchanged throughout all images. No signs of loosening, wear, radiolucency are identified and there is no malalignment. No implant or anatomical defect that would warrant a revision or cause the alleged pain are identified. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01222, 0001825034 - 2023 - 02108, 0001825034 - 2023 - 02109, 0001825034 - 2023 - 02110, 0001825034 - 2023 - 02111, 0001825034 - 2023 - 02112, 0001825034 - 2023 - 02114, 0001825034 - 2023 - 02115.

Event description:
It was reported that the patient plans to be revised due to pain in the left wrist. Attempts to obtain additional information have been made; however, no more is available at this time.